Manufacturer narrative:
(B)(4). The patient was discharged from the hospital after 22 days of unspecified treatment. At the time of this report the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had experienced peritonitis coincident with peritoneal dialysis (pd) therapy, manifested by abdominal pain and cloudy peritoneal effluent. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.